Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/07/2016 with the following findings: the investigation was unable to duplicate the original complaint about damaged to the cartridge compartment. The cartridge compartment was free of defects. Unrelated to the original complaint, it was observed that the battery compartment was cracked. Also unrelated to the original complaint, the returned battery cap had stripped threads therefore a test battery cap was used to complete the investigation. The cartridge cap was not returned with the pump and a test cartridge cap was used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.